Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the completion of the procedure, the balloon ruptured upon the third inflation. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.